Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4): the customer's blood glucose is normal, didn¿t require medical treatment. The customer complained that they can hear pump alarm sometimes. But they can¿t find any alarm in history. No further details given customer: (B)(6). Purchase date: 03/21/2019. In warranty. RMA requested. Date of report: 26/08/2019 (dd/mm/yyyy) complaint taken by: (B)(4). Email of employee taking complaint: ((B)(4)).